Event description:
Upon cleaning the operating room at the completion of the procedure, when the light gloves were being removed, it was noted that there was a crack in the handle portion; about an inch long.